Event description:
A journal article was reviewed that contained information regarding inappropriate therapy from a transvenous implantable cardioverter defibrillator (ICD). The article reports a patient who presented to the clinical after receiving recurrent shocks from their ICD. They presented with dyspnea on exertion and were mildly cyanotic. Interrogation of the device showed that the inappropriate therapy was due to episodes of atrial fibrillation (af) with fast conduction entering the ventricular fibrillation (vf) treatment zone. The transthoracic bedside echocardiographic exam revealed two large aneurysms at the ostia of the coronary arteries. Both atria were markedly enlarged, and there were signs of mild pulmonary hypertension. The patient had an atrial septal defect (asd), which was not noticed which caused fast af and subsequent discharge from the ICD. Closure of the asd was performed, and the device appears to be still in use. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: inappropriate shocks from a transvenous implantable defibrillator caused by atrial fibrillation and a missed atrial septal defect in a patient with a modified bentall procedure. European heart journal - case reports (2021) 5(11), 1¿7. Doi: 10.1093/ehjcr/ytab412.